Event description:
It was reported that during routine pump replacement the catheter was also replaced due to ''no cerebral spinal fluid.'' The pump delivered morphine and baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709, lot # j0058168r, implanted on: unknown, explanted on: unknown; analysis of the pump revealed no anomaly found. Analysis of the catheter revealed catheter body dark residue occlusion in dispensing holes-event related.

Manufacturer narrative:
(B)(4).